Event description:
The customer contact reported a crack in the cassette; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified volume of packed red blood cells (prbcs). After an unspecified length of time, after the delivery was started, approx 50 ml of prbcs leaked from a crack in an unspecified location of the cassette of the primary tubing set into the pump and the floor. After an unspecified length of time, a replacement unit of prbcs was obtained. The primary tubing set was replaced. At an unspecified time, the replacement unit of prbcs was delivered to the pt. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 271535h and 271545h. This report represents all the info known by the reporter upon query by hospira personnel.